Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap gastrectomy procedure, the surgeon noticed oozing bleeding after sealing. The vessels were 4 to 5 mm in diameter. An end tone was heard when the seal was performed. Prior to this occurence, approximately 40 seals had been completed. The reporter stated that less than 200 cc of bleeding was observed. This issue occurred twice during the procedure with the same device. The reported stated that the jaws had not been cleaned very often during the procedure. A new device was opened to continue. There was no patient harm. The patient was not on anticoagulant medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.